Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, four issues reported on lenses being scratched and the cartridge may be shredding the lens. The lens were implanted and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).